Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by a physician that a vns pt had high lead impedance. Chest x-rays were taken, but the doctor indicated that no anomalies were noted. F/u with a company rep in the area revealed that the pt had not experienced any trauma or manipulation. The plan at the time was to perform exploratory surgery to see if a problem could be located; however, the rep explained that the surgery would likely be a full revision. Later info noted that the pt's x-rays were not going to be sent to the MFR for review as the full revision surgery was likely going to be needed. A revision surgery in the future is likely.